Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. However, it was discovered that the patient passed away due to non-related factors according to the physician. It was noted that this ICD was deactivated after the patient's death then subsequently discarded after explant. No adverse patient effects were reported.